Event description:
The customer reported being admitted at the intensive care unit due to high blood glucose. The customer stated that the infusion set was not changed prior to going to the hospital and the cannula was bent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.